Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while applying the device in the pylorus and fundus of stomach, the staple line of two reloads were incomplete distally. Another reload was used to complete the case. There was no patient injury.